Manufacturer narrative:
The pod was received with the soft cannula deployed and evidence of corrosion visible through the top and bottom housings of the pod. Small cracks were observed in the top housing. It could not be determined when these cracks occurred. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was connected to the pod in an attempt to pair the pod with the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and connected to the power supply. The pcb assembly was unable to pair with the master pdm. The data was unable to be retrieved from the pod. Corrosion was observed on several components, including the batteries, pcb assembly, mechanism rails, and linkage assembly. Inspection of the internal components found damages on the ratchet gear, retainer pins, and reservoir cap. These damages lined up with score marks observed on the underside of the top housing, indicating post use damage. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula 0.19 in. From the nailhead. This tear resulted in an internal leak that contributed to the observed corrosion that prevented the download of the data and prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 380 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.